Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the ipg and was charging more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg and was charging more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.